Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat and deformation. Weight measurement identified the device weight to the specification. No openings observed in the device. Voids and cloudy was observed after autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5, b.6, d.7, d.10, g.1, h.3, h.6.

Event description:
Rupture was confirmed on the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an unknown side "possible rupture." Device remains implanted. This record is for the right side.